Manufacturer narrative:
The results of the investigation are inconclusive as the implant was not returned for analysis. Based on the information received, a single definitive root cause was unable to be conclusively determined.

Event description:
It was reported that the patient experienced ineffective stimulation. As a result, the patient underwent surgical intervention in which the lead was explanted and replaced in a new location. Effective therapy was restored post operation.